Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Upon visual inspection, an air filter was found to be dirty on the video processor. Intuitive followed up and obtained additional information. Conversion did not result in increasing port size incision. No additional ports added. There was no patient injury. During a robot-assisted low anterior resection (surgeon: dr. Akifumi hashimoto, department of surgery), an issue occurred where the image from the endoscope used to observe the abdominal cavity via the da vinci system stopped displaying on the main monitor. Since the surgical field was temporarily lost, an attempt was made to reboot the da vinci system, but the issue was not resolved. In the meantime, the operating room staff contacted our technical support team by phone. They provided guidance that there was a possibility of recovery by rebooting the system again using the emergency power off (epo) button, which is the power control on the da vinci system. After executing this procedure, the system was restored. However, based on the judgment of the operating surgeons, the procedure was converted to laparoscopic surgery, and the operation continued. No patient demographic information was available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the video processor. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The video processor (vp) was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 307 occurred. The customer power cycled the system, but error 31243 occurred after that. The surgeon elected to convert the procedure to laparoscopic surgery at this point. There was no reported patient injury. Later on, the tse found error 23 in the logs indicating communication error from the core to video processor (vp). The tse advised the customer to check the blue fiber cable connection; however, the customer decided to do it later. After, intuitive surgical, inc. (Isi) clinical sales representative (csr) called isi tse to report that the issue was resolved after performing a hard power cycle of the vision side cart (vsc) and vp and reconnecting blue fiber cable between core and vp.